Event description:
The customer reported to olympus, the bronchovideoscope had an e238 (no image) error code. There were no reports of harm.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed. The device evaluation found that the e238 error was due corrosion on endoscope connector. In addition the device evaluation also found e237 due to damage on ccd unit. The device evaluation also found the following: no electrical continuity due to damage on distal end, scope connector cover unit has a scratch, universal cord has a wrinkle, due to damage on channel tube, forceps cannot be inserted smoothly, due to damage on channel tube, channel cleaning brush cannot inserted smoothly, universal cord is dirty due to water leakage, scope connector is dirty due to water leakage, scope connector cover unit is dirty due to water leakage, control unit has a scratch, scope cover has a scratch, grip has a scratch, up/down angulation lever plate has a scratch, angulation lever has a scratch, switch box has a scratch and the insertion tube rotation ring has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of both malfunctions would likely be a defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precaution: caution for clv-290/cv-1500 turn the video system center on only when the endoscope connector is connected to the light source/video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning for cv-1500 connected/for clv-290 connected follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.